Event description:
A user facility reported to olympus that the device switched to the spare lamp. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed with the same device. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 2 due to multiple events reported.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed, however, the xenon lamp was noted to have an ignition problem when cold. In addition, it was found that the lamp failed and was blinking, making tissue indistinguishable. Pump contamination was noted as well. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿automatically switches to reserve lamp¿ was duplicated. The error did not occur with the workshop's own xenon lamp. The error occurred exclusively when the lamp was cold. The device was found to be very dusty and had to be cleaned. It was surmised that wear and tear damage with customer mishandling and increasing use/time caused the damage. Other device issues found: the front cover (plastic) was damaged. The power switch is broken. The light guide tube of the socket was broken. The instruction manual identifies the following related verbiage might help prevent the phenomenon from reoccurring: ¿·avoid using the light source in a dusty environment. This may damage the light source. ·clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating.¿ olympus will continue to monitor field performance for this device.